Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified high scan on the sensor when compared to a capillary result obtained from a competitor meter. The customer experienced a loss of consciousness however, was able to self-treat with insulin (type/dose unknown). Consequently, the customer experienced unspecified hypoglycemia symptoms. The customer had contact with a healthcare professional who obtained blood glucose results of 1.4 mmol/l and 2.2 mmol/l and was administered hypo gel and intravenous glucose for the diagnosis of hypoglycemia. Post-treatment readings of 5.2 mmol/l and 11.34 mmol/l were obtained on the hospital¿s meter. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified high scan on the sensor when compared to a capillary result obtained from a competitor meter. The customer experienced a loss of consciousness however, was able to self-treat with insulin (type/dose unknown). Consequently, the customer experienced unspecified hypoglycemia symptoms. The customer had contact with a healthcare professional who obtained blood glucose results of 1.4 mmol/l and 2.2 mmol/l and was administered hypo gel and intravenous glucose for the diagnosis of hypoglycemia. Post-treatment readings of 5.2 mmol/l and 11.34 mmol/l were obtained on the hospital¿s meter. No further information was provided. There was no report of death or permanent injury associated with this event.